Event description:
It was reported that during an unknown procedure, mechanism did not deploy to prevent blade exposure. The condition of the patient immediately after the procedure was stable. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cutting the skin test media, the reset button remained in armed position; however, the bullet could not be retracted to expose the knife. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.